Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15021. It was reported the patient experiences discomfort on the left side of her neck where a lead is implanted. The patient indicated she has experienced the discomfort since it was implanted and occurs with stimulation on and off. Surgical intervention was undertaken on (B)(6) 2014 and the patient's ipg was explanted and replaced (reference MFR report: 1627487-2013-04679). However, the patient did not complain of pain at the lead site prior to the procedure. Also, the leads were not addressed during the procedure and the physician indicated there are no plans to address the leads at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.